Event description:
The following ecypher registry information was received; patient suffered sudden cardiac death. Cause of death was a cardiac arrest witnessed by sanitary personnel of another hospital. Patient was admitted earlier that morning. Death occurred within 24 hours of symptom onset. Symptoms are unknown. Autopsy was not performed.